Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a farawave pulsed field ablation catheter was used. When treating the right superior pulmonary vein (rspv) difficulty passing the wire through the lumen was encountered. It was noted that the catheter had been deployed without a guidewire inserted. The catheter was removed from the patient to try maneuvering the guidewire and resistance was still felt. The catheter was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection revealed no outer abnormalities were noted. A known good guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was deployed to basket and flower configurations without difficulty. No tissue nor foreign matter was noted on the catheter or in the sterile pouch. The reported event was not confirmed through analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a farawave pulsed field ablation catheter was used. When treating the right superior pulmonary vein (rspv) difficulty passing the wire through the lumen was encountered. It was noted that the catheter had been deployed without a guidewire inserted. The catheter was removed from the patient to try maneuvering the guidewire and resistance was still felt. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.